Event description:
The customer reported the device does not start.

Manufacturer narrative:
(B)(4). The customer reported the device does not start. The customer was informed that this device has been out of support since december 2006 and parts are no longer available. Based on the customer's report, we will consider this a reportable malfunction of the unit. We cannot determine the cause.